Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2025, a patient underwent a port placement procedure via the right internal jugular vein for the chemotherapy for stage three lung cancer. Approximately one month and twenty-nine days later, on (B)(6) 2025, the patient developed tenderness and redness at the port site. It was further reported that the patient was diagnosed with sepsis and serratia bacteremia secondary to an infected chemotherapy port. Approximately one day later, on (B)(6) 2025, during the port removal procedure, it was found that the port was loose within the pocket. Subsequently the port removed on the same day. However, the current clinical status of the patient remains unknown.